Manufacturer narrative:
The returned device was evaluated. When the unit was turned on, the lcd had cracks in it. During an investigation it was found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a few seconds and the 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The 10 beep failure was caused by a short in component u21 on the instrument board. The instrument board and lcd components were replaced and the unit functioned as designed.

Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device switches off after approximately 1 minute. There was no known impact or consequence to patient.